Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer report number: 2017865-2023-95215. It was reported that the patient presented for explant of the right atrial and left ventricular leads due to fracture. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.